Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her 3-year-old son. The device allegedly gave readings of 37.5°c, and a fever of 39.5°c was later measured at an emergency room. The child was diagnosed with an infection and given antibiotics. There were no reported complications from this incident. Kaz USA, inc. Has requested that the device be returned to our company for testing.